Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had leak and insulin pump was exposure to moisture and found insulin inside the reservoir compartment. The customer¿s blood glucose was 296 mg/dl. The customer was assisted with troubleshooting. Customer stated that the location of the leak was plunger. Customer stated that the leak was at o-rings and was past second o-ring. Customer was unsure if the lip of the reservoir compartment was missing. Customer stated that the performed a self test and test passed. The reservoir will be returned for analysis.